Event description:
Caller reported potential false negative troponin I (tni) results on triage cardiac panel vs. Their lab analyzer. Caller reported that two samples from one pt were run using triage and the results were negative as compared with positive results from their lab analyzer - referred to as bc. Each sample was run on a different device lot. The results on the first device lot were recorded on a separate medwatch report (2027969-2011-02295). The data listed in the following section is for the lot number listed on this report and is from the second sample run in the ed.

Manufacturer narrative:
Investigation pending.